Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved a plum 360 infuser, and it was reported that the unit shut off during infusion. There was patient involvement.